Manufacturer narrative:
Event conclusion cpi analysis found that the device passed automated and manual electrical measurements commensurate with its battery status. The minimum logevity at the implant parameters documented on the test background screen is 38 months. The magnet rate at the implant parameters is 84.8ppm. The battery is depleted to ert and is the result of normal battery depletion at the programmed parameters, therefore cpi could not confirm the allegation.

Event description:
Event description cpi received information that the implantable pulse generator (ipg) of this pacemaker dependent patient was exhibiting premature battery depletion. The physician elected to explant the ipg.